Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the clinician¿s programmer application used with a patient¿s implantable drug infusion device. The drug being delivered was dilaudid (hydromorphone) with a concentration of 0.5 mg/ml updated to 1 mg/ml and a dose of 0.18 mg/day updated to 0.2 mg/day. The reason for use was non-malignant pain. It was reported that they saw the code 112 on the tablet. The issue occurred on (B)(6) 2018. Caller stated they use two tablets and saw the code on both (used 8840 to confirm.) The drug information (concentration) were cleared out on the two tablets after initial interrogation. The caller stated he did see the drug and concentration on the 8840 but couldn't see the daily does. It was reviewed that the alert does not restrict the user from viewing or making therapy changes and the user can re-enter information on the infusion screen. There is a comparable 8840 alert. They reviewed to update the pump to previous settings, re- interrogate pump and update the pump to with new drug and concentration to perform bridge bolus. They sent the 8840 logs, which indicated that there was a pump memory error. The rep was redirected to follow up with the hcp to review considerations. There were no symptoms reported. There were no further complications reported/anticipated.